Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Synovial fluid positive for gram negative cocci [synovial fluid analysis abnormal]. Acute arthritis [arthritis]. Knee effusion [joint effusion]. Knee pain [arthralgia]. Knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant history was significant for hypertension, diabetes mellitus, and hypercholesterolaemia and previous use of synvisc (hylan g-f 20). On (B)(6) 2012, the pt initiated treatment with synvisc injection, 2 ml, weekly in the left knee. The synvisc lot number was not provided. On (B)(6) 2012, after synvisc administration, the pt experienced knee pain and knee swelling. On (B)(6) 2012, the pt experienced acute arthritis. The same day, pt visited the clinic and had 40cc of yellow opacified fluid aspirated from her knee. The crystal assay was negative and the pt's bacterial test showed "synovial fluid positive for gram-negative cocci". The event of "(B)(6)" was assessed as medically significant. It was reported that the pt received a joint injection of triamcinolone acetonide. On (B)(6) 2012, the event of acute arthritis recovered. The action taken with synvisc treatment was not provided. The outcome for the events of knee effusion, knee pain and knee swelling was not yet recovered. The outcome for the event of "(B)(6)" was not provided. Relevant concomitant medications reported include alogliptin benzoate, telmisartan_amlodipine besilate combined drug and atorvastatin calcium. The intensity for the events of "(B)(6)", acute arthritis, knee effusion, knee pain and knee swelling was not provided. The reporting physician assessed the relationship between synvisc and the event of acute arthritis as probable. The reporting physician did not provide the relationship between synvisc and the events of knee effusion, knee pain, knee swelling and "(B)(6)".